Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing came off from where it was connected to the quick release over night while the patient was sleeping. The patient woke up with blood glucose level at 267 mg/dl. The site location was right side of abdomen and the pump was also on the right side. The infusion had been in use for one and a half days. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure if there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation of the returned used device, it was found that the tubing was detached from the tubing connector. No further information available.